Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the pump was programmed to deliver baclofen 2000mcg/ml at a dose of 1014mcg/day. The start date was (B)(6) 2016 and therapy was ongoing. At the time of the event the patient was also taking apap (acetaminophen), fosamax, amoxicillin, baclofen tabs, calcium, vitamin d, gabapentin, loratadine, lorazepam, trazadone, senokot, vitamin c, xarelto, oxybutynin, furosemide, fluticasone, esomeprazole, biscodyl. The patient's medical history included cx (cervical) spine injury (c5-c6), dvt (deep vein thrombosis) depression, osteoporosis, esophageal reflux, spasticity, neurogenic bladder neuropathy. Allergies included adhesives, sulfa and vardenafil. The patient first started experiencing catheter breakage on (B)(6) 2016. The midline placement of catheter may have contributed to breakage as that was the point it was broken. The cause was noted as questionable midline placement/vertebral body. Troubleshooting performed was unknown. The patient experienced increased spasticity. The revision was rescheduled for (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type : catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the physician's staff scheduled this patient for a catheter replacement because the patient's catheter was "broken". It was unknown what had led to the event / how the event was identified. A catheter revision was scheduled for (B)(6) 2016. The issue was unresolved at the time of the report. No patient symptoms were indicated at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.